Manufacturer narrative:
The ge service rep conducted an onsite investigation. The closed circuit digital camera was replaced. The camera was aligned and kv tracking was performed. The system was tested and operates as intended.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.